Event description:
This report is to advise of skiving that was noted during analysis.

Manufacturer narrative:
One 8f fast-cath introducer sheath and dilator were received for evaluation. The brk needle was also returned. Resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise; skiving was noted at the distal end of the dilator. The cause of the needle insertion difficulty is consistent with skiving. Review of the device history record was not possible as the lot number is unknown. The cause of the skiving remains unknown.